Event description:
It was reported that approximately 11 years post implantation, the patient was revised due to instability, dislocation, synovitis, implant wear, pseudocapsule, and pain. The liner was removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b2, b4, b5, d2, e1, g4, g7, h2, h3, h6. Reported event was confirmed by review of medical records. Revision op notes were reviewed and found that the patient was revised due to instability, dislocation, synovitis, implant wear, pseudocapsule and pain. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Investigation in progress.

Event description:
Updated 08/27/2019: it was reported that a patient underwent an initial right hip procedure on (B)(6) 2005. Subsequently, the patient was revised due to instability, dislocation, synovitis, implant wear, pseudocapsule, and pain on (B)(6) 2016. The liner was removed and replaced. It was reported that a patient underwent an initial right hip procedure on (B)(6) 2005. Subsequently, the patient was revised due to instability on (B)(6) 2016. No additional information available.